Manufacturer narrative:
The actual device was received for evaluation. Visual inspection of the actual sample shows the product wet. It also shows that the dialysate port is partly broken off. The reported condition was verified. The broken dialysate port shows a stress mark on the top of the port it, which was likely caused during production. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a theranova 500, the port was observed to have a leak. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.